Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic cholecystectomy. Description of event: field team was present during the case when cd001 bag fell off prongs/supports. The bag fell off during actuator/plunger advancement. The tips of the prongs were exposed inside the patient. Surgeon pulled out the bag by retracting the actuator/plunger and removing the cd001. Case was completed with a new cd001. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Type of intervention: case was completed with a new cd001.

Event description:
Type of procedure: laparoscopic cholecystectomy. Description of event: field team was present during the case when cd001 bag fell off prongs/supports. The bag fell off during actuator/plunger advancement. The tips of the prongs were exposed inside the patient. Surgeon pulled out the bag by retracting the actuator/plunger and removing the cd001. Case was completed with a new cd001. No patient injury occurred. Product is available for return. Additional information was received via email on 14apr2022 from [name] applied medical account manager: the customer informed me the bag was accidentally thrown away and will not be returned. Patient status: no patient injury occurred. Type of intervention: case was completed with a new cd001.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Although the event unit was not returned, based on the provided information and past similar events, the most likely root cause of the reported event is retraction prior to full deployment of the tissue bag. Per the instructions for use (IFU), the user should, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."